Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation of returned guidewire revealed its core wire and composite core had been broken apart at approx. 20mm from tip end, coil elongated but not broken apart. The guidewire was in one unit up to distal end. Close observation of the broken site of the guidewire revealed core wire and composite core had been broken due to excessive rotation. The composite core wire was helically deformed and damaged. The micro catheter used in combination was not returned to us. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, based on the obtained information and the outcomes of the investigation, it is inferred that the tip might be trapped in the cto lesion, where rotational manipulation was continuously applied, resulting the breakage of core wire due to accumulated force when the force exceeded the product design limit, coil elongated along with removal of the guidewire. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 ) in the same direction.

Event description:
Reportedly, to treat the moderately calcified cto lesion at #4 rca, subject guidewire was advanced with other company's support catheter, and crossing lesion was attempted and failed. When subject guidewire was removed for exchanging with other guidewire, it was felt that the guidewire was stuck in the microcatheter, so that the catheter and the guidewire were removed out as a unit. It was then found that the guidewire core wire had been broken off, coil elongated. No injury or impact to the patient is reported.